Event description:
A call was received through technical services reporting pt presented with symptoms of 3rd degree heartblock, loss of capture noted with disparity between unipolar and bipolar impedance values. Capture was restored with 7.5v . Perforation being ruled out. Pt's medical history includes frequent episodes of syncope (pre and post pacer implant of 2005). The lead was changed out however during changeout, the pt's bp suddenly dropped. The pt has a thin myocadium and a perforation was suspected; IV fluids were pushed and bp was normalized. Echo done which showed perforation, lead was then pulled back slightly. A pericardial tap was also done. The lead and system remain implanted. The pt was dischaged 3 days later. No further pt complications seen.